Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.0 x 20 mm nc trek balloon catheter was used; however, the device separated when it was removed from the anatomy. Therefore, an unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Contact office first and last name was updated from (B)(6) to (B)(6).

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.0 x 20 mm nc trek balloon catheter was used; however, the device separated when it was removed from the anatomy. Therefore, an unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initial report, additional information was reviewed. Returned device analysis revealed that the hypotube was separated. No additional information was provided.